Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an endowrist curved tip stapler 30 malfunctioned and the stapler jaws were stuck on tissue. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through the emergency stop and using the instrument release key. The site was able to get the instrument off the arm and continued with the case. The procedure was completed as planned with no reported injury. The instrument was discarded so it is not available to be returned for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the endowrist curved-tip stapler 30 instrument as it was discarded. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the instrument log of the curved tip stapler 30 (part # 470530-06 / lot # t10180809-0089) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 36th use of the instrument. A tableau log review shows 2 other staplers were used in the same procedure. Both part # 470430-08 / lot # t10210128-0012 and part # 470530-06 / lot # t10180809-0048 have been used in subsequent procedures. A failure analysis engineer (fae) reviewed the stapler log and reported the following information: the msc logs show a shifting failure occurred with pn 470530-06, lot t10180809-0089. This instrument was used after the 8th firing of lot t10210128-0012. Lot t10180809-0089 was installed once using a white reload. Firing of the reload was completed per the logs and the shifting failure occurred while the instrument was shifting to the clamp state from the roll state (prior to unclamping). Msc logs show emergency stop was pressed roughly 13 mins after the shifting failure, and the system detected srk use on this instrument roughly 50 seconds later. This complaint is being reported due to the following conclusion: it was alleged an endowrist curved tip stapler 30 had a malfunction and the stapler jaws were stuck on tissue. The customer was able to successfully open the jaws of the stapler using the stapler release key. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.